Manufacturer narrative:
(B)(6) 2012 - (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4) had been initiated for this issue. Model tdxspree, serial number/date code (B)(4) was approximately 6 months old at the time of the incident. The owner's manual part number 1149267 rev f (may-11) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A review of the product device history record was performed for the serial numbers listed within the complaint. No discrepancies found. The product was approximately 6 months old at the time the incident was reported. The product was returned and a full evaluation was conducted by invacare returns team. The device was evaluated and tested. There was dirt and debris throughout the motors, casters, and entire chair. Per the eval, the chair was received without the batteries, a good set of batteries were installed and the chair was tested. The motor temperatures were recorded at 75 degrees before and 147 after one hour. The ohm readings were all within normal range. The chair's wiring was hanging from the rear of the chair base. The left armrest had mounting screws from the shroud taped to it. The stability locks were missing their covers. The caster forks had hair/fuzz wrapped around them and the overall chair condition was very poor. Chair was replaced. There have been no similar incidents reported in the past 12 months. This device is not used for treatment or diagnosis. Complaint of batteries not holding a charge and motors getting hot was not confirmed.

Event description:
The chair allegedly will not hold a charge, and the motors were allegedly getting hot to the touch. No injury is alleged.